Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and genital haemorrhage ('general abnormal bleeding/excessive bleeding every 9 days') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia and genital haemorrhage had resolved and the fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, vision problems and weight gain. Injuries resolved post-removal pain, bleeding, other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case became incident. Previously reported event ¿injury¿ was replaced with more specific information: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, abnormal general bleeding, fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, vision problems and weight gain. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.